Event description:
Medwatch 5201030000-2019-8033. Report indicates "when completing a dressing change, upon inspection, the white port was not attached at the triangular hub. This triangle hub (where the 3 lumens come out of it) was underneath the dressing under the chg part of the tegaderm."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. Potential lot# 13f16k0266.

Event description:
Medwatch 5201030000-2019-8033. Report indicates "when completing a dressing change, upon inspection, the white port was not attached at the triangular hub. This triangle hub (where the 3 lumens come out of it) was underneath the dressing under the chg part of the tegaderm."